Manufacturer narrative:
(B)(4).

Event description:
It was reported that recurrent signal loss occurred. Data was evaluated and the allegation was [not confirmed/undetermined]. The probable cause could not be determined as the allegation was not found. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early expiration was determined to be potential patient misuse which led to an early sensor expiration. The reported event of recurrent signal loss is reportable based on the finding of a an early sensor expiration. No injury or medical intervention was reported.